Event description:
It was reported that a device experienced a system error 322. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device in question was received by baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.